Manufacturer narrative:
Ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing dysphotopsia symptoms in the left eye resulting in the need to explant the intraocular lens (iol). No additional medical or surgical interventions were needed. A non-johnson & johnson lens was implanted as a replacement. There was no patient injury. The patient is doing well at post-operative day one. It was reported that the iol is not available for investigation. No additional information was provided.